Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the entire teflon pad of the 8mm harmonic ace instrument was missing. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the teflon pad fell outside the patient. There is no report of post-surgical complications, and the patient has not returned to the hospital. The surgeon believes that the instrument quality was the cause of the issue. The instrument was used 2 minutes prior to the event. The instrument did not collide with other instruments or hard materials during the surgical procedure. The reporter did not know the instrument's batch sequence number the reporter confirmed that the nurse threw away the fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image is consistent with the alleged complaint. The image shows that the entire teflon pad was missing.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have the teflon pad missing from the clamp arm. The missing teflon pad was not returned with the accessory.

Event description:
Refer to h11 for follow-up information.